Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR is to include the additional event information received on 8/13/2019. [Conclusion]: the event was reported through the excellent study, the 75-year-old female patient with a history of hypertension, chronic obstructive pulmonary disease (copd), smoking, hypothyroidism, and glaucoma presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with a modified treatment in cerebral infarction (mtici) score of 0 and an nih stroke scale (nihss) score of 19 experienced a hemorrhagic conversion on (B)(6) 2019; the patient consequently expired on (B)(6) 2019. On 13 august 2019, additional information was provided. It was reported that on (B)(6) 2019, the patient presented via care flight with right middle cerebral artery (mca). Computed tomography (CT) of the head was unremarkable for hemorrhage (aspects of 8). The patient received intravenous tissue plasminogen activator (tpa) in the emergency room (ER). Computed tomography angiography (cta) of the head/neck revealed right mca proximal m2 inferior division occlusion and right anterior cerebral artery (aca) a2 segment occlusion. The patient was taken to the interventional radiology (ir) suite for immediate endovascular mechanical thrombectomy. Using roadmap technique, through the 8f flowgate balloon-guided catheter, a catalyst 6 intermediate catheter was inserted over the velocity microcatheter and synchro-2 microwire. The microwire and microcatheter were placed into a frontal branch from the dominant inferior division. The 5mm x33mm embotrap ii revascularization device (et009533 / 18k058av) was deployed across the m2 thrombus and across the partially occlusive mid m1 thrombus. After three minutes of incubation, the catalyst 6 was advanced to the occlusion until suction of blood into the pump canister ceased. The system was then removed under manual suction through the inflated balloon catheter. The balloon catheter was flushed. A thrombus fragment was retrieved within the intermediate catheter. There was no recanalization of the proximal m2 occlusion. There was no recanalization of the partially occlusive thrombus in the mca m1 segment. There was stable occlusion of the right mid a2 segment. There was no non-target embolization. The embotrap stent retriever was then deployed across the m2 thrombus. After three minutes of incubation, the catalyst 6 was advanced to the occlusion until suction of blood into the pump canister ceased. The system was then removed under manual suction through the inflated balloon catheter. The balloon catheter was flushed. A thrombus fragment was retrieved within the stent retriever. There was full recanalization of the proximal m2 occlusion and full reperfusion of the mca territory. There was stable occlusion of the right mid a2 segment. There was no evidence of non-target embolization. The microwire and microcatheter were then placed into the aca but the microcatheter could not be advanced into the a2 segment. The microcatheter was removed and replaced with a phenom 21 microcatheter. This was successfully placed past the occlusion, with the catalyst 6 placed into the proximal a2 segment. The 5x33 embotrap ii was deployed across the a2 thrombus. After three minutes of incubation, the embotrap was removed entirely through the catalyst 6, which was left in the a2 segment. The intermediate catheter was occluded, so it was removed under manual suction through the balloon catheter. A thrombus fragment was retrieved within the aspirate. There was persistent occlusion of the mid a2 segment (mtici score of 0). There was no evidence of non-target embolization. A penumbra 4max intermediate catheter was inserted over the microcatheter and microwire. The embotrap was deployed across the a2 thrombus. After three minutes of incubation, the 4max was placed at the location of the thrombus, and the whole system was removed under manual suction through the inflated balloon catheter. A thrombus fragment was retrieved within the aspirate and intermediate catheter. There was recanalization of the mid a2 segment with a distal a4 pericallosal branch occlusion (mtici score of 2c). There was no evidence of non-target embolization. The case was concluded, and the patient was taken in stable condition to the neurointensive care unit for further care. On the following day, the patient was noted to be more lethargic on exam. Follow-up imaging of head showed hemorrhagic conversion and increased midline shift. Hypertonic therapy was initiated. The patient remained altered on (B)(6) 2019. CT of the head showed increasing midline shift. The critical care medicine team met with the family to discuss status and plan of care. The patient¿s family came to agree that the patient would not want to be intubated; the patient¿s code status was changed to do not resuscitate (dnr) and the palliative care team was consulted to discuss further goals of care with the family. The family decided to pursue general inpatient hospice. On (B)(6) 2019, the patient expired. Hemorrhage and death are known potential complications that can occur with the embotrap and are listed in the instructions of use as such. The root cause of the hemorrhagic conversion and death cannot be conclusively determined based on the information available for review; however, there was no report of an embotrap product malfunction or intraoperative complication, and the device successfully removed the thrombus in both target vessels. Literature review found that hemorrhagic transformation, which refers to a spectrum of ischemia-related brain hemorrhage, is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. The risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. The patient had presented with ischemic stroke and received thrombolytic treatment which could increase the likelihood of developing hemorrhagic transformation. In addition, the patient was at risk for stroke due to history of hypertension and smoking. Review of the available information suggests that patient and pharmacological factors may have contributed to the event. Since the hemorrhage was not present prior to the procedure and event resulted in the eventual death of the patient, the event currently meets MDR reporting criteria as a ¿death.¿ based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (18k058av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. There was no report of device malfunction associated with the device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: premarket identification, type of report, follow up type, and additional MFR narrative. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, and ethnicity were not provided. Initial reporter: the initial reporter phone and email address are not available / reported. [Conclusion]: the event was reported through the (B)(6) study. The (B)(6)-year-old female patient with a history of hypertension, chronic obstructive pulmonary disease (copd), smoking, hypothyroidism, and glaucoma presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with a modified treatment in cerebral infarction (mtici) score of 0 and an nih stroke scale (nihss) score of 19 experienced a hemorrhagic conversion on (B)(6) 2019; the patient consequently expired on (B)(6) 2019. The patient received intravenous tissue plasminogen activator (tpa) and subsequently underwent a mechanical thrombectomy procedure using a 5mm x33mm embotrap ii revascularization device (et009533 / 18k058av) on (B)(6) 2019. The first pass was made with the embotrap device with mechanical pump aspiration at the right m2 (3 minutes incubation) resulted in an mtici score of 0 with partial clot retrieval in the catheter. The second pass was made with the embotrap device and mechanical pump aspiration at the right m2 (3 minutes incubation) resulted in an mtici score of 3 with full clot retrieval via the embotrap device. The third pass was made with the embotrap device with mechanical pump aspiration at the right anterior cerebral artery (aca) a2 segment (3 minutes incubation) resulted in an mtici score of 0 with partial clot retrieval in the catheter. The fourth and final pass was made with the embotrap device with mechanical aspiration at the right aca a2 (3 minutes incubation) resulted in an mtici score of 2c with full clot retrieval in the aspirate. The first two passes were made with an 8f balloon-guided catheter with a 0.060¿ inner diameter (ID) intermediate catheter via a 0.025¿ ID microcatheter. The last two passes were made with an 8f balloon-guided catheter with a 0.060¿ ID intermediate catheter via a 0.021¿ ID microcatheter. On (B)(6) 2019, the patient suffered from hemorrhagic transformation and expired three days later on (B)(6) 2019. The investigator reported that the event was unrelated to the study device and unrelated to the study procedure. Stroke, hemorrhage, and death are known potential complications that can occur with the embotrap and are listed in the instructions of use as such. The root cause of the hemorrhagic conversion and death cannot be conclusively determined based on the minimal information available for review; however, there was no report of an embotrap product malfunction or intraoperative complication and the device (s) successfully removed the thrombus in both target vessels. Literature review found that hemorrhagic transformation, which refers to a spectrum of ischemia-related brain hemorrhage, is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. The risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. The patient had presented with ischemic stroke and received thrombolytic treatment during the procedure which could increase the likelihood of developing hemorrhagic transformation. In addition, the patient was at risk for stroke due to history of hypertension and smoking. Review of the available information suggests that patient and pharmacological factors may have contributed to the event. Since the hemorrhage was not present prior to the procedure and event resulted in the eventual death of the patient, the event currently meets MDR reporting criteria as a ¿death.¿ based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (18k058av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no report of device malfunction associated with the device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported through the (B)(6) study. The (B)(6)-year-old female patient with a history of hypertension, chronic obstructive pulmonary disease (copd), smoking, hypothyroidism, and glaucoma presented with an unwitnessed non-wake up stroke on (B)(6) 2019 with a modified treatment in cerebral infarction (mtici) score of 0 and an nih stroke scale (nihss) score of 19 experienced a hemorrhagic conversion on (B)(6) 2019; the patient consequently expired on (B)(6) 2019. The patient received intravenous tissue plasminogen activator (tpa) and subsequently underwent a mechanical thrombectomy procedure using a 5mm x33mm embotrap ii revascularization device (et009533 / 18k058av) on (B)(6) 2019. The first pass was made with the embotrap device with mechanical pump aspiration at the right m2 (3 minutes incubation) resulted in an mtici score of 0 with partial clot retrieval in the catheter. The second pass was made with the embotrap device and mechanical pump aspiration at the right m2 (3 minutes incubation) resulted in an mtici score of 3 with full clot retrieval via the embotrap device. The third pass was made with the embotrap device with mechanical pump aspiration at the right anterior cerebral artery (aca) a2 segment (3 minutes incubation) resulted in an mtici score of 0 with partial clot retrieval in the catheter. The fourth and final pass was made with the embotrap device with mechanical aspiration at the right aca a2 (3 minutes incubation) resulted in an mtici score of 2c with full clot retrieval in the aspirate. The first two passes were made with an 8f balloon-guided catheter with a 0.060¿ inner diameter (ID) intermediate catheter via a 0.025¿ ID microcatheter. The last two passes were made with an 8f balloon-guided catheter with a 0.060¿ ID intermediate catheter via a 0.021¿ ID microcatheter. On (B)(6) 2019, the patient suffered from hemorrhagic transformation and expired three days later on (B)(6) 2019. The investigator reported that the event was unrelated to the study device and unrelated to the study procedure.